Manufacturer narrative:
It was reported that the ureteral access sheath used was not a karl storz product. We have informed (B)(4) of this incident as they are the manufacturer for the ureteral access sheath. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that one of the sheath did cause injury to the patients ureter and ended up perforating it and it could be that the surgeons tried to push too hard into the kidney and it could have been the reason for the tear . A further evaluation cannot be conducted as karl storz is not the legal manufacturer of the device. The karl storz team did notify the third party distributor (B)(4) of the event report required on april 1,2025.